Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. The rep reported that the cause of the high impedance during intra-op was unknown. The rep noted that the ins¿s impedance reading was within normal range. Additional information was received from a rep on (B)(6) 2017. The rep reported that the defective ins was obtained and indicted that it would be returned.

Manufacturer narrative:
(B)(4) was returned and analysis found the ins was functionally okay with insignificant anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A company representative (rep) reported that they were getting high impedance >4000 ohms on contact 0 <(>&<)>1 during intra-operative. They had trouble with inserting the lead. It was indicated that they suctioned tissue out of the header and re-seated the lead but were still getting high impedance. The healthcare provider (hcp) reported that where the lead feeds into the header block it does not seem like the seal is like it normally is , it seemed lose. It was indicated that hcp would try another implantable neurostimulator (ins). A day later, rep provided that removed the potential defective ins and replaced with a new one. They re-checked impedance and readings were within normal range.